Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) but could not get vision side cart (vsc) to see the video processor. Fse performed backdoor programming of the vp and vsc still would not recognize the vp. Fse installed original vp back into vsc and found system to operate normally, but original monopolar issue still existed. Fse replaced the fiber cable between vp and endoscope controller (ec), and problem still existed. Fse replaced cables from embedded serializer in master (esm) one at a time testing system between cable changes and found cable between esm and core to resolve issue. Fse tested monopolar energy various times through several power cycles with no errors. Fse subsequently replaced the patient side manipulator (psm) and video processor (vp). The system was tested and verified as ready for use. Isi has received the vp for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.isi did receive a da vinci product involved with this complaint to perform failure analysis. The psm was returned for failure analysis, and the reported event was not confirmed or replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. System was power cycled 20 times with no faults related to the reported problem occurring. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The complaint was not confirmed based on failure analysis.failure analysis was unable to identify the root cause.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, the clinical sales rep (csr) contacted intuitive technical support engineer (tse) to report a message that the monopolar curved scissors (mcs) was not recognized on patient side manipulator (psm1). The customer moved the mcs to psm2 and now the instrument was fully engaged and no further issues. The procedure was completed with no reported injury.